Manufacturer narrative:
Carefusion technical support shipped the distributor a replacement main printed circuit board assembly. A returned goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board assembly for evaluation. As of august 7, 2015, carefusion has not received the alleged faulty main printed circuit board assembly.

Event description:
This complaint originated from an international distributor in (B)(4) . The distributor reported a unit that is alarming "vent inop and motor fault", with no gas delivery. According to the distributor, the unit started working properly after they replaced the main printed circuit board assembly. No patient involvement.